Event description:
The device was reported due to perforation. Several hours after the procedure, pericardiocentesis was performed to address lead perforation. The patient was stabilized.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.